Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 6 patient samples on a cobas c111 module. Patient a: the initial result was 76.7 mmol/l and the repeated result was 116.5 mmol/l. Patient b: the initial result was 106.3 mmol/l and the repeated result was 139.0 mmol/l. Patient c: the initial result was 132.0 mmol/l and the repeated result was 155.4 mmol/l. Patient d: the initial result was 108.8 mmol/l and the repeated result was 139 mmol/l. Patient e: the initial result was 106.7 mmol/l and the repeated result was 140 mmol/l. Patient f: the initial result was 114.6 mmol/l and the repeated result was 142 mmol/l. The repeated results were run on a cobas 8000 module at another site. The results were not reported outside of the laboratory. The sodium electrode lot number was not provided. The sodium electrode expiration date was stated to be march 2021.

Manufacturer narrative:
Based on the information provided, there is no evidence to suggest an issue related to the instrument. Qc and calibration data, from the alleged timeframe, were not provided. The investigation determined the malfunction was consistent with maintenance issues that were solved through normal maintenance actions.